Manufacturer narrative:
Complaint (B)(4). Received (B)(4) pcs of 456018p/b230634p for evaluation. Received customer pictures. We have no remaining inventory of this material/batch. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. The alleged malfunction cannot be confirmed.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states issues with specimen separation after allow tube to clot in a frozen tube holder and then centrifuging. There is a fibrin glob in the tube. The gel did not look like it normally does with non-iced ssts. The customer's procedure says to place on ice after collection. The blood typically takes 30 minutes to clot when placed on ice. The customer states that they are required to allow all of their ssts to clot for 30 minutes.